Event description:
It was reported that the lead stuck in the slitter. The doctor had difficulty slitting. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned and analysis found all conductors were distorted and had blood/body fluid on them. The lead was stretched. Slitter: analysis results revealed there was blade separation from the nose of the slitter. The nose of the slitter appears to have been separated from the blade during cutting so that the cutting edge of the blade was not doing the cutting. There were chunks of nose missing and the slitter appears to have seen rough use. It was damaged at implant.